Event description:
Related manufacturing reference number: 2017865-2023-45337. Related manufacturing reference number: 2017865-2023-45338 . It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and the left ventricular (lv) lead exhibited loss of capture. The physician decided to explant and replace both leads. During the procedure, it was noted that the right atrial (ra) lead was attached to the rv and lv leads. The leads were all explanted and the rv and lv leads were replaced. The patient was in stable condition.